Event description:
Customer reported obtained results of 500 mg/dl and 97 mg/dl on the same device within 10 minutes. Customer gave himself 2 glucose tablets based on the result of 97mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.